Manufacturer narrative:
The stent remains in the patient, but the delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the distal left main (dlm) artery. Atherectomy was performed on the calcified lesion and a 3x20mm nc trek balloon dilatation catheter (bdc) was advanced to the lesion and inflated two times to 20 atmospheres (atm). A 3x28mm skypoint drug eluting stent (des) was advanced but failed to cross the heavily calcified anatomy and was removed. A 3.5x12mm trek rx bdc was used to further dilatate the lesion and a 3.5x12mm skypoint des was advanced with resistance from the calcium and an unspecified previously implanted stent in the dlm, causing the stent to dislodge from the balloon into the left main. An attempt to snare the stent was unsuccessful so they went in with another 3.5x12mm skypoint and used it to crush the dislodged stent in the left main wall, and another 3x12mm skypoint was used to complete stenting in the target lesion. A trek bdc was then used for post dilatation to successfully complete the procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the device interacted with the difficult anatomy and/or previously implanted stent causing the reported difficulty to advance and subsequent stent dislodgement. The dislodged stent was embedded into the left main wall and a balloon catheter was used to successfully complete the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.